Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the piston was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 6/16/15 device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: call service alarms observed in black box and alarm history. During rewind step piston does not move; pump gives alarm. Unable to perform all testing steps due to recurring alarm. Pump opened and moisture damage found on motor flex.